Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot#: n159645, implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 25-jun-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 500mcg/ml at 60mcg/day via an implantable pump. It was reported that the patient was having a normal pump replacement and the connector issue was noted, no issues or return of symptoms noted, the patient was non-verbal so difficult to report. The patient was having a normal pump replacement and the physician added a new connector as the previous connector wasn't sitting flush. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue, the patient was non-verbal and care givers did not report and unusual changes. There was no specific troubleshooting expect noting the catheter connector appeared as it was "dripping and not fully seeded" to the catheter. The actions and interventions taken to resolve the issue was they replaced the catheter connector at the pump replacement as it wasn't sitting flush. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.